Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the patient¿s blood glucose was high. The customer¿s daughter reported that her father¿s blood glucose was high at 404 mg/dl with vomiting. Patient's current blood glucose is 404 mg/dl. The customer treated it with bolus. Based on customer report customer does not allege pump was under delivering. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.